Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
During troubleshooting, the insulin pump had two motor error alarms. A no delivery alarm did not reoccur. Blood glucose level at the time of the incident was 9 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. The insulin pump was received with operating currents within specifications and passed displacement test, self-test and unexpected restart error test. The insulin pump had stripped battery cap coin slot, cracked case at display window corners, cracked display window, cracked battery tube threads and minor scratched display window. The insulin pump was missing the end cap sticker.